Event description:
First device - handpiece saw locking collar completely fell apart while cutting the distal femur. Case type / application: tka 2.0.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: serial number: (B)(6). Evaluation 1: collar locking mechanism - dislodged. Evaluation 2: motor output coupling - loose screws. Reported condition confirmed: yes, -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.